Event description:
The company was informed that the patient's device was explanted due to sound quality issues, headaches, and pain at the implant site. External equipment was exchanged and additional troubleshooting was performed. The issue was not resolved. The patient was reimplanted with another cochlear device.